Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process the customer ran 40 units during the fill tubing step and was unable to see insulin coming out of the tubing. Tandem technical support instructed the customer to disconnect the tubing at the lure lock and run insulin through the tubing to see if drops were observed. The customer accidentally selected change cartridge, prompting the customer to reload the cartridge. Subsequently, the customer received a valid minimum fill notification due to only having 60 units in the cartridge. Customer reported blood glucose level was 156 (mg/dl). A new cartridge was loaded with 150 units and was successfully loaded onto the pump and drops of insulin were observed to be exiting the tubing.